Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial defect or foreign body in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.00 x -.50 x 101, left eye pre-op 20/20 -1.50 x -.25 x 85. Bcva from (B)(6) 2018: right eye post-op 20/20, left eye post-op 20/50. This report is for the visx laser. A separate report is being submitted for the intralase laser.